Manufacturer narrative:
Date of event: event date is approximate, the year is valid. Concomitant medical products: product ID: 3889-28. Lot#: va1xhuf, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient (pt) reported they had their ins replaced because the lead wires "came loose" from the ins and was "moving around" in pt's side. Pt clarified the lead broke off of the ins. Due to this, and because the pt stated they have no fat in their buttock, the hcp wanted the pt to have the ins replaced with a smaller implant. The pt stated that the ins was always really sore and pt could feel it moving to the side. When they went back to hcp, they advised ins needed to come out. This started "like a month or two" following date of implant. The pt stated, "it was like it separated". They denied any trauma/falls.